Event description:
6 week old infant receiving intravenous fluids developed infiltration which required surgical intervention. Device did not alarm "occluded". Baystate medical center submits this report pursuant to the provisions of 21 cfr part 803. This report is based on preliminary information received by baystate medical center which baystate medical center has not had the opportunity to investigate or verify prior to the reporting date. Baystate medical center has not conclusively determined the cause of this event. This report shall not be construted as an admission by baystate medical center that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.